Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate after loading an old cartridge onto the pump. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, customer successfully loaded a new cartridge with fresh insulin onto the pump.